Event description:
Customer reported that the buttons on the insulin pump were unresponsive. Customer stated that the insulin pump may have been exposed to moisture. Customer also mentioned that she has been treating manually and her blood glucose readings have been up and down. Customer's most recent blood glucose reading was reported to be 145 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.